Event description:
The customer called, reporting they were receiving an err4 message and the uom setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
An investigation is in process. The product has been requested back. A final report will be submitted when the investigation is complete.